Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx. 92 months ago. Vessel morphology was reported as disease progression with iliac limb dilatation. It was reported that the pt presented emergently with a type iii endoleak, stent graft separation, the iliac limb has moved. The physician elected to place an iliac limb 16 x 11.5 and the type iii endoleak was resolved. No add'l info has been provided.

Manufacturer narrative:
(Secondary intervention) - evaluation codes, results, conclusions: (endoleak), (disease progression with iliac limb dilatation).